Event description:
It was reported the patient presented in clinic for follow-up. During interrogation, it was discovered the pacemaker was displaying high current drain despite not measuring high current values and exhibiting stable trends. The pacemaker was explanted and replaced. There were no patient consequences.